Event description:
Some of it goes down my throat [accidental device ingestion] it caused a little bit of tachycardia. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (poligrip power max hold+seal denture adhesive) cream (batch number unk, expiry date unknown) for product used for unknown indication. The patient's past medical history included cardiac failure (I've had a heart failure.). Concurrent medical conditions included congestive heart failure (I have chf). On an unknown date, the patient started poligrip power max hold+seal denture adhesive. On an unknown date, an unknown time after starting poligrip power max hold+seal denture adhesive, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and tachycardia. The action taken with poligrip power max hold+seal denture adhesive was unknown. On an unknown date, the outcome of the accidental device ingestion and tachycardia were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip power max hold+seal denture adhesive. The reporter considered the tachycardia to be related to poligrip power max hold+seal denture adhesive. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from consumer via call center representative (phone) on 05 aug 2022. The reporter stated that, "it caused a little bit of tachycardia, my body didn't recognize this product, and I got a little worried. If there's something that can cause this. I'm super strong all day. How to get it out off my mouth. I use it, and some of it goes down my throat, I've had a heart failure. Can you tell me if it's toxic. I have chs."

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (poligrip power max hold+seal denture adhesive) cream (batch number unk, expiry date unknown) for product used for unknown indication. The patient's past medical history included cardiac failure (I've had a heart failure.). Concurrent medical conditions included congestive heart failure (I have chf). On an unknown date, the patient started poligrip power max hold+seal denture adhesive. On an unknown date, an unknown time after starting poligrip power max hold+seal denture adhesive, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and tachycardia. The action taken with poligrip power max hold+seal denture adhesive was unknown. On an unknown date, the outcome of the accidental device ingestion and tachycardia were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip power max hold+seal denture adhesive. The reporter considered the tachycardia to be related to poligrip power max hold+seal denture adhesive. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from consumer via call center representative (phone) on 05aug2022. The reporter stated that, "it caused a little bit of tachycardia, my body didn't recognize this product, and I got a little worried. If there's something that can cause this. I'm super strong all day. How to get it out off my mouth. I use it, and some of it goes down my throat, I've had a heart failure. Can you tell me if it's toxic. I have chs." Follow up information was received on 16nov2022. As per the follow up information the consumer's age has been updated to the case.